Event description:
It was reported that the left ventricular (lv) lead experienced high impedance during implant. The pin was then reconnected and the impedances were normal. Now, post-operative, the impedance is out of range and high again. It is suspected that there is a set screw issue with the implantable cardioverter defibrillator (ICD). The physician has opted not to re-operate and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: dtba2qq implantable cardioverter defibrillator (ICD). (B)(4).